Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration after 1 year, approximately 3 years and 10 months after implant placement. The x-ray was provided. The bone quality was type iii. The oral hygiene around implant site was moderate. Bone resorption was observed during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient needs another surgical intervention.